Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the occasional distortion in the video image occurred, and sometimes distortion appeared on any camera head was traced to poor contact caused by a failure of the video connector receptacle lock. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the video system center exhibited occasional distortion in the video image, and sometimes distortion appeared on any camera head due to poor contact caused by a failure of the video connector receptacle lock. There was no patient involvement.